Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2021. The device was manufactured between 16sep2020 and 17sep2020. The device was received for evaluation. During visual inspection noted small traces of silicone oil located on the interior wall of the housing. Silicone oil is applied on the bladder(balloon) of every device during manufacturing process to ensure a pliable expansion/contraction of the bladder during filling and infusion. Silicone oil also reduces bladder rupture. Silicone oil is part of the design of the product. Occasionally, silicone oil from the bladder would drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.